Event description:
It was reported that intermittently, after customer completed the load fill tubing sequence, ¿the pump continued to drip insulin¿ from the infusion set tubing. The customer experienced a blood glucose (bg) that was "high" (specific level is unknown). Reportedly, customer had not delivered a large enough bolus for the food consumed. Customer gave a correction bolus via pump to address bg level. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.